Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device master record and relevant raw material history files showed no recorded quality problems or rejections related to this incident. The incident indicates to be locally isolated in france, possibly due to transportation/ storage failure. Investigation is still running. A 100%-leakage-tightness test has been implemented in cleanroom. Representative samples are inspected for leak tightness after sterilization. If no further information becomes available and in case no corrective/preventive action is indicated pajunk considers this file as closed.

Event description:
Internal report-number: (B)(4). Event took place in (B)(6). User's narrative: "leak at the base of the needle". There was 8 items affected. Leakage at hub noticed prior to use. Device replaced.